Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, and the caller needed to know if there was a way to turn off the insulin pump. Advised the caller of the suspend feature. The caller understood, and declined to provide further information at this time.